Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified lesion in the proximal left anterior descending artery. An attempt was made to use a 4.0x8mm nc trek balloon dilatation catheter (bdc) for post-dilatation; however, while positioning the balloon inside the stent the proximal shaft separated. The distal portion remained in the anatomy. A new guide wire and bdc were advanced for support and to retrieve the separated portion from the anatomy. No damage to the patient was noted. The procedure was successfully completed with a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.